Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarms (alarms 30 and 31) occurred during basal delivery with multiple cartridges. While performing a cartridge change to resolve the issue, a cartridge alarm 20, and a cartridge change error occurred during the load sequence. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.